Event description:
This is filed to report device malfunctions. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from the vascular quality initiative (vqi) registry across united states (us). Overall, the data presented through this methodology confirms the safety and performance of rx acculink carotid stent system (css), x.act css, and emboshield nav6 embolic protection system (eps). Adverse patient effects for emboshield nav6 include transient ischemic attack, stroke, myocardial infarction, death, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, perforation, medication administration, intervention, amputation / surgery, occlusion, re-hospitalization and carotid artery spasm. Device issues captured were unable to insert and difficulty removing the filter.

Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reported information, there is no indication that the reported difficult to insert and retraction problem are related to a product quality issue with respect to the design, manufacture, or labeling of the device. As the information was reported through a pmcf (post-market clinical follow-up) report, a definitive cause for the device issues of difficult to insert and retraction problem could not be determined. B3: estimated event date is (B)(6) 2024. D4- the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under a separate medwatch report number. The additional patient effects reported listed in the report are captured under separate medwatch report(s). Attachment article titled: post market clinical follow-up evaluation report carotid stent and embolic protection systems.